Event description:
It was reported that during initial implant surgery the patient experienced bradycardia during a system diagnostic test. It was also reported that the patient "almost experienced asystole" and that during a second diagnostic test the patient experienced a slight drop in heart rate. It is unknown whether or not the patient has an underlying cardiac condition. It was reported that the implant procedure was completed as planned and the patient was recovering. Attempts to obtain additional relevant information have been unsuccessful to date.